Event description:
The technician alleged the side rail is not latching. No pt impact.

Manufacturer narrative:
The technician found the side rail latch is contaminated with fluid. The technician replaced the side rail latch, retaining ring and pin to resolve the issue.